Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.